Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d10; g4; g7; h1; h2; h3; h6 visual examination of the returned product/provided pictures exhibit signs of repeated use (surface scratches). Sprayed steris hinge free instrument lubricant on locking mechanism, results indicate no binding and visual inspection indicates no missing components. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined as no issue was found with the returned device. It is unknown what caused the instrument to malfunction during the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that while the scrub nurse was preparing the patella clamp during knee arthroplasty, the mechanism of the clam jammed and would not lock the other instrument into place. The surgeon was still able to complete the procedure with the device and no pieces appeared to be missing from the device upon inspection. No adverse events have been reported as a result of the malfunction.